Manufacturer narrative:
(B)(4). Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had gastrointestinal bleeding (gi) with an onset of (B)(4) 2017. A CT scan showed acute parenchymal hemorrhage in the left parietal lobe around the shunt catheter with surrounding vasogenic edema and local mass effect. No midline shift. There is also acute intraventricular hemorrhage in the occipital horns, right greater than left. The right lateral ventricle is at most mildly increased in size compared to the prior CT. Multiple chronic infarcts were seen. The patient¿s warfarin was held for several days, aspirin decreased to 81 mg daily and adjusted vp shunt settings. The patient is reported to be stable as an outpatient, tolerating the medications and feeling well and is seen in clinic on routine follow ups. No additional information was provided.